Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 2.6 to 2.7 mmol/l, with suspected cause unknown. Customer treated low blood glucose by consuming glucose tablets. No additional information was provided.